Event description:
It was reported the customer had an unexplained blood glucose level over 600 mg/dl. Customer stated that she changed out her infusion set twice yesterday and once today. Customer's current blood glucose level was 384 mg/dl. Customer stated that she has a back-up plan and has treated via manual injection. Customer had a blood glucose level up to 640 mg/dl in her blood glucose history. Troubleshooting was performed and customer does not have a tubing clamp. Tubing clamp will be shipped for the customer to complete troubleshooting. Customer stated that the cannula was bent. It was explained that high blood glucose levels are often caused by site/set issues. Customer did not remove her infusion set from this morning. Information is based on sets that were removed yesterday. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.